Manufacturer narrative:
Investigation indicated this MDR manufacturer report number is a duplicate of 2937094-2014-00522.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited moderate devitrification at the output window; the metal cap exhibited moderate burnt on detritus; the outer flow tubing exhibited mild contamination, likely biologic. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
Three surgical fibers were reported to have been used during a greenlight bph procedure of a large, approximately 200 g, prostate. At 29,028 joules while using the first surgical fiber, prostatic calcifications/stones were encountered resulting in fiber damage and forward-firing of the output beam. The fiber was exchanged and the case continued using the second fiber, which was reported also to have failed at a low joule count. The procedure was completed using a third surgical fiber. The procedure outcome was reported as "ok" - no patient injury was reported. This report is for the first surgical fiber used. Time expended: 6:27.